Manufacturer narrative:
No injector was returned for evaluation for the report of the lens being scratched by the injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. (B)(4).

Event description:
A facility representative has reported that during an intraocular lens (iol) implant procedure the iol was scratched by the injector while in contact with the patient. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided that the surgery was completed with another lens.